Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin.

Event description:
The patient and a manufacturer representative reported that their recharger was not charging and the desktop charger had a broken co nnector pin. The patient was sent a replacement desktop charger. The patient tried to recharge their implantable neurostimulator (ins) once they got the replacement desktop charger but they could not charge their ins and could not get any coupling bars. Troubleshooting was going to be attempted but they could not communicate with the ins. They were seeing a reposition antenna screen on their recharger. It had been a couple of months since the patient had successfully recharged their ins due to the recharger issues. The patient had also not felt stimulation in 2 to 3 months and an ins overdischarge was suspected. The patient also had a loss of therapy and return of symptoms. The patient met with a manufacturer representative and they used the antenna locate to get the ins to charge. The ins was fully charged on (B)(6) 2014 and the patient was happy and receiving effective therapy. The patient was implanted for failed back surgery syndrome.